Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise oversensing on the right ventricular lead. The patient presented to the clinic and programming changes were performed; the patient would continue to be monitored. The patient condition was stable before, during, and afterwards.